Manufacturer narrative:
(B)(4). Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a fall while performing therapy on the homechoice device. The patient was connected to the homechoice at the time of the event. It was reported that the patient tripped and fell over their cassette tubing. The patient was seen in the emergency room and was diagnosed with two broken fingers and painful swollen knees. Additional treatment for the event was not reported. At the time of this report, the patient had not recovered from the event. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.